Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary the actual lead was not received for evaluation. We did receive performance data collected from the ICD device and have analyzed the data, which shows an impedance increase. The impedance measurement increased from the 700-800 ohm range to a maximum of 5600 ohms, in a five month period.

Event description:
It was reported impedance was 4500 ohms without any changes to thresholds or sensing. The pace/sense portion of the high voltage lead will be replaced with a pace/sense lead. No patient complications have been reported as a result of this event.